Event description:
While dr was using a 3mm boss kerrison on an operative procedure, a screw fell out and the instrument fell apart. The screw was found and was removed from the sterile field along with the instrument. The device was given to the materials coordinator. An x-ray was taken and reported as no foreign bodies were seen and negative for foreign objects, per dr there was no harm to the pt.